Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for approximately 52 months and 162 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed several episodes of regular vf detection in the time of 08:22 am to 09:54 am on november 06, 2021 due to intrinsic signals that largely led to full energy therapy delivery. The analysis of the shock holter data showed that an amount of 114 charging cycles were performed by the device within 90 minutes on november 06, 2021. As a result of that fast-successive charging the eos battery status had occurred on november 06, 2021 at 09:57 am. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. In conclusion, the analysis of the memory content revealed a high number of regular vf episodes on november 06, 2021. Within 90 minutes an amount of 114 charging cycles were performed by the device. The activation of the eos status resulted from that fast-successive charging. A thorough analysis of the ICD, however, proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
Patient came for follow up with multiple shocks on interrogation it was found that the device reached eol on same day and this device is under fsn. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.